Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: a retrospective review on clinical data on patients between june 2005 and june 2012 for patients who had vascular stents deployed due to iliac outflow occlusions adjacent to the inferior vena cava. Three different vascular stents were deployed on these patients (manufacturers to include cordis, bard, and boston scientific). The patient¿s received endovascular treatment in a total of 63 patients; 36 males and 31 females with a mean age of 44 years were reviewed. A total of 50 patients were followed up between one and 84 months, stent occlusion or restenosis occurred in 17 patients. The manufactures of the vascular stents were not identified in the 17 patients with an occlusion or restenosis. There were no reported stent fractures identified during the study. All of the occlusions or restenosis were successfully treated by pta and additional stenting. Sang, h., li, x., quian, a., & meng, q. (2014). Outcome of endovascular treatment in postthrombotic syndrome. Annals of vascular surgery, 28 (6), 1493-1500. Http://dx.doi.org/10.1016/j.avsg.2014.03.031. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in annals of vascular surgery titled 'outcome of endovascular treatment in postthrombotic syndrome', that a retrospective review on clinical data for vascular stent deployment (multiple manufacturers) was performed between 2005 through 2012. A total of 63 patients received vascular stents, of the 63 patients 17 experienced an occlusion or restenosis in the vascular stents over the 84 month review. There was no reported stent fractures identified during the retrospective review. All of the occlusions or restenosis were successfully treated by pta and additional stenting.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Journal article review: a retrospective review on clinical data on patients between june 2005 and june 2012 for patients who had vascular stents deployed due to iliac outflow occlusions adjacent to the inferior vena cava. Three different vascular stents were deployed on these patients (manufacturers to include cordis, bard, and boston scientific). The patient¿s received endovascular treatment in a total of 63 patients; 36 males and 31 females with a mean age of 44 years were reviewed. A total of 50 patients were followed up between one and 84 months, stent occlusion or restenosis occurred in 17 patients. The manufactures of the vascular stents were not identified in the 17 patients with an occlusion or restenosis. There were no reported stent fractures identified during the study. All of the occlusions or restenosis were successfully treated by pta and additional stenting. Sang, h., li, x., quian, a., & meng, q. (2014). Outcome of endovascular treatment in postthrombotic syndrome. Annals of vascular surgery, 28 (6), 1493-1500. Http://dx.doi.org/10.1016/j.avsg.2014.03.031. Investigation summary: a physical sample was not available for evaluation. Four images were part of the journal article. A device identification was not possible and a device deficiency was not visible on the images. An indication for a device relation of the vessel occlusion could not be identified. The investigation will be closed with inconclusive result. In this case it was reported that for all patients the procedure was successful. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed as the instructions for use (IFU) state that 'stent thrombosis / occlusion' is a potential adverse event that may occur. The reported application represented an off label use of the device. E-luminexx vascular stent are intended for use in the iliac and femoral arteries.

Event description:
It was reported in an article in annals of vascular surgery titled 'outcome of endovascular treatment in postthrombotic syndrome', that a retrospective review on clinical data for vascular stent deployment (multiple manufacturers) was performed between 2005 through 2012. A total of 63 patients received vascular stents, of the 63 patients 17 experienced an occlusion or restenosis in the vascular stents over the 84 month review. There was no reported stent fractures identified during the retrospective review. All of the occlusions or restenosis were successfully treated by pta and additional stenting.

Event description:
It was reported in an article in annals of vascular surgery titled 'outcome of endovascular treatment in postthrombotic syndrome', that a retrospective review on clinical data for vascular stent deployment (multiple manufacturers) was performed between 2005 through 2012. A total of 63 patients received vascular stents, of the 63 patients 17 experienced an occlusion or restenosis in the vascular stents over the 84 month review. There was no reported stent fractures identified during the retrospective review. All of the occlusions or restenosis were successfully treated by pta and additional stenting.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Journal article review: a retrospective review on clinical data on patients between june 2005 and june 2012 for patients who had vascular stents deployed due to iliac outflow occlusions adjacent to the inferior vena cava. Three different vascular stents were deployed on these patients (manufacturers to include cordis, bard, and boston scientific). The patient¿s received endovascular treatment in a total of 63 patients; 36 males and 31 females with a mean age of 44 years were reviewed. A total of 50 patients were followed up between one and 84 months, stent occlusion or restenosis occurred in 17 patients. The manufactures of the vascular stents were not identified in the 17 patients with an occlusion or restenosis. There were no reported stent fractures identified during the study. All of the occlusions or restenosis were successfully treated by pta and additional stenting. Sang, h., li, x., quian, a., & meng, q. (2014). Outcome of endovascular treatment in postthrombotic syndrome. Annals of vascular surgery, 28 (6), 1493-1500. Http://dx.doi.org/10.1016/j.avsg.2014.03.031. Investigation summary: a physical sample was not available for evaluation. Four images were part of the journal article. A device identification was not possible and a device deficiency was not visible on the images. An indication for a device relation of the vessel occlusion could not be identified. The investigation will be closed with inconclusive result. In this case it was reported that for all patients the procedure was successful. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed as the instructions for use (IFU) state that 'stent thrombosis / occlusion' is a potential adverse event that may occur. The reported application represented an off label use of the device. E-luminexx vascular stent are intended for use in the iliac and femoral arteries.